Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9: device availability- additional g3: date received by manufacturer - additional g6: follow-up number - additional. H2: if follow-up, what type - additional. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation method codes ¿ additional.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was and passed. Exterior physical visual inspection: was performed and passed. Voltage measurement was performed and failed. Device log downloaded: the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.